Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. There was no other visible damage or defects noticed in the device that could have contributed to the leakage and the stopper was noted to be properly assembled. A device history review was performed for the reported lot 2206039, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of lot 2206039 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked. The following information was provided by the initial reporter, translated from dutch to english: we had a leak of chemotherapy (fluorouracil) this week behind the plunger of a 50 ml bd luer lock syringe.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked. The following information was provided by the initial reporter, translated from dutch to english: we had a leak of chemotherapy (fluorouracil) this week behind the plunger of a 50 ml bd luer lock syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.